Event description:
During a percutaneous transluminal coronary rotational atherectomy (ptcra) procedure, the rotawire floppy gold broke, outside of the patient's body, at the location of the spring coil. The lesion being treated was a calcified, 90% stenotic lesion located at the entrance of the left circumflex (lcx) coronary artery. It is further reported that the break occurred when the physician was changing the burr from a 1.5 to 1.25. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as'good'.